Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check . Episodes of non-sustained rv oversensing were note d. Review of the oversensing revealed correlation to the patient's respiration. Oversensing was reproducible with deep breathing. Programming changes were made. Dft testing was suggested.